Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed from error logs that the analog power had failed. The fse performed a built in self test (bist), which also failed, confirming the detector fault. The fse replaced the flat detector to resolve the issue, restoring system functionality. The defective detector was returned for analysis and result indicated that technical analysis confirmed a voltage down. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not display images. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.